Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that the tampon string pulled out and had to go to the ER to have the tampon removed. Consumer was experiencing soreness, swelling and malaise and visited pcp. Pcp suspected with vaginal bacterial infection and prescribed oral antibiotics. Consumer is doing well.